Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a preventive maintenance on the thermogard xp ivtm console (B)(4) the coolant was replaced. Upon powering on the console, the zoll service technician reported a tcm ID: 5.6.0 (coolant diif failure) error message appeared. Despite restarting the console several times, the issue continued. There was no patient involvement.